Event description:
The filter was removed without event. Upon examining on the table, it was noted that one of the arms was missing. Films showed that the arm was located in the right pulmonary artery. No procedure scheduled to remove the arm. This was a routing removal procedure.